Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they received a letter based on the previous report from 2020-oct-22. To answer those questions, they responded they had not contacted their healthcare provider regarding the issue. They were told there were plenty of doctors and did not have a managing healthcare provider for their device. When asked if the issue was caused by normal battery depletion, they replied they did not know the ins battery status. In response to what the cause of the stimulator not working/their dislike of the system was, they reported they could not get it to stimulate to do what it was supposed to do. They had made adjustments themselves, and had gone to a healthcare provider's office and saw the nurse and were told that everything was totally fine. The implant had never helped them completely empty their bladder. They had had a fall and slipped on their butt and it hadn't been 'doing nothing.' They did not remember when the fall was one to two years ago. When asked what most likely caused or contributed to the issue, they responded they did not know, however, when they didn't understand something, they were just done and wanted the implant out. They had tried using the handheld device, however weren't understanding how to use it and decided they were not interested in learning and just wanted the implant removed. They were not using the device and wanted it out. They were redirected to discuss with a healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the MRI tech (whom the patient had asked to call the manufacturer company) that the patient reported that their stimulator had not been working and they wanted the device out. The caller reported that the patient indicated that they hated their stimulator. The caller did not have any further information. The patient¿s managing health care professional (hcp) information was discussed with the caller. No further complications were reported at this time.